Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-50's mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Reportedly the customer was unclear on the insulin on board function of the pump. Tandem educated caller on correction bolus calculations with insulin on board. The customer acknowledged and continued using the pump for insulin therapy.